Manufacturer narrative:
A4 and a5 are unknown. The impella passed all the post sterile inspection checks. The root cause of the ventricular fibrillation was unable to be determined due to insufficient clinical details.

Event description:
It was reported that a patient implanted with an impella cp experienced drainage and a hematoma at the insertion site. The patient went in to supraventricular tachycardia and back to spontaneous circulation without intervention. The pump was explanted and an intra-aortic balloon pump was placed.